Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the light cover glasses had a crack; optical cover glass adhesive and light cover glass adhesive were worn; distal end adhesive and insertion tube bending section cover both were lifted; image was out of alignment; angle and electrical safety test were not to specification; up/down angle play was evident; air channel, water channel and outlet pipe condition volume blockage was evident; water flow and water removal were not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had low flow possible internal blockage. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign debris was found protruding from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
It is unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states how to detect the event. - IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.